Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported keypad failure. The evaluation found that the keypad had an intermittent response from the on/off, #0, and #1 keys, determined to be caused by a failed keypad. The remaining keys functioned as expected. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a spectrum infusion pump keypad has inoperable keys: the on/off and the #0 keys. It was also reported that there was no patient injury.